Event description:
As reported, the customer indicated that when the physician was attaching a non-cordis device to the 6f 100 cm judkins right 4 (jr 4) vista brite tip guiding catheter, the hub of the guide cracked and started leaking after insertion into the patient during an angioplasty. Another vista brite tip was used to complete the procedure. There was no reported patient injury. The device was stored as per labeling, and it was opened in sterile field. There were no visible signs of device package damage prior to use or anomalies noted when the device was taken out of the package. The device was stored and prepped per the instructions for use (IFU) with no difficulty experienced in prepping the device. No excess force was used at any time during the procedure. A picture of the device was received for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the customer indicated the hub of a 6f 100 cm judkins right 4 (jr 4) vista brite tip guiding catheter cracked and started leaking when the physician was attaching a non-cordis device to it. The event occurred after insertion into the patient during angioplasty. Another vista brite tip was used to complete the procedure. There was no reported patient injury. The device was stored as per labeling, and it was opened in the sterile field. There were no visible signs of device/package damage prior to use and no anomalies were noted when the device was taken out of the package. The device was stored and prepped per the instructions for use (IFU) with no difficulty experienced in prepping the device. No excess force was used at any time during the procedure. One non-sterile 6f .070 jr 4 100cm was received for analysis. During visual analysis, the unit¿s body did not present with any anomalies. A high magnification analysis using sem equipment was completed on the hub to evaluate the reported defect. A crack with fatigue striation and elongation patterns was observed within the wall of the separation. The reported ¿luer hub - cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The elongation and fatigue striation patterns found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.